Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced t wave oversensing was observed. Programming changes were made and resolved the oversensing. Patient was well.